Event description:
It was reported that insulin pump received an alarm that could not be cleared. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was monitored for 24 hours. No unexpected constant audio/beep anomaly noted. No cosmetic damage noted.